Event description:
It was reported that during an unknown procedure, during shipping, the outer box and inner sterile seal punctured. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). External cause. Customer reported punctures in the outer box and inner sterile package. The carton was not returned for evaluation. Return of the carton was requested. The package was visually examined and it was confirmed that a large rip was in the tyvek. The rip was not aligned with any device component and was formed from the outside in. The rip was caused by impact from the outside. The carton was not available to verify, but the customer's complaint statement indicates that the box was punctured as well. A piece of the carton was found inside the package, it must have torn and detached due to the impact that damaged the carton and the package. All product is 100% inspected prior to shipment from the packaging facility. The product damage most likely was caused by handling outside of ees. The batch record was reviewed and no anomalies were noted during the packaging process.